Event description:
Reporter claims the end user fell out of the chair three times while transferring from out of it. End user injured end user's shoulder after one fall. End user's hip after another, and most recently end user's arm. Reporter states that in each case the wheel locks slipped which allowed the chair to move and cause end user to fall. The chair arms have also fallen off. The rear wheels are worn out, which end user claims is causing the wheel locks not to hold. The axle bolt for the caster wheel is sharp and end user cut end user's leg on it. No info was given as the whether end user sought medical attention.